Manufacturer narrative:
The unit was returned with an oxygen error complaint, which was confirmed during testing. The issue was traced with leaking cannula hole due to the high impact to the unit. Replaced sensor block fixed the issue. Review of the data log showed a psa cycle value of 14, which may indicate possible moisture-related zeolite contamination.

Event description:
It was reported that while the patient was sleeping using the device, they were woken up when they started experiencing lack of oxygen and shortness of breath due to not receiving oxygen. It was noted that the cannula had an open tear. Patient did have a bipap machine and a stationary portable oxygen concentrator as backup during the event. As a result, the patient was sent to the emergency room and hospitalized for 2 days. Patient has since been released from the hospital with no complications and received their replacement device.